Manufacturer narrative:
A universal serial bus (usb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to failed usb drive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to use a 980 ventilators universal serial bus (usb) failed and generated an error message. The ventilator was not in use on a patient at the time of the reported event.